Manufacturer narrative:
A system service check of the injector was offered to the customer, but was refused. The site has refused medrad access to the equipment. The batch numbers of the disposables that were in use during the reported event were not provided.

Event description:
We received the following info: during a diagnostic coronary angiogram of the left coronary artery, the pt experienced ventricular fibrillation requiring cardiopulmonary resuscitation. Resuscitation efforts were unsuccessful and the pt expired. The customer reported that fluoroscopic images revealed large quantities of air in the coronary arteries and aorta.